Event description:
Hcp reported the patient presented with signs of an infection of the device pocket including redness and pain. No culture was done. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved. The patient had a risk factor of corticosteroid use - prednisone 5 mg daily.